Event description:
As reported during a diagnostic ebus (endobronchial ultrasound bronchoscopy) procedure, when trying to puncture a needle, the needle tip popped out from the middle of the sheath. The intended procedure however was completed with the actual device. There was no bleeding, no device fell on the patient. No health hazard, no patient injury reported on this event. No user injury was reported.

Manufacturer narrative:
The subject device was received and evaluated at service center, olympus (B)(4) on (B)(6) 2021. The product was received with model number na-403d-2021 with no lot number. Device inspection noted the insertion part was buckled at a position about 10 mm from the tip (near the hard part at the tip of the insertion part). When checked the tip of the insertion part, the sheath was found deformed and there was a hole observed. The needle was sticking out, the needle was caught in the buckling part of the sheath and could not stick out. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Since no lot number is known for this device, a DHR (device history record) review could not be performed. Based on device evaluation results and investigation, the observed failure is a known phenomenon resulting from forcing the device through resistance. On page 11 of the device IFU (instruction for use), it states: "do not forcibly advance the device if excessive resistance to insertion is encountered. This could cause patient injury such as perforation, excessive bleeding, mucosal damage, and/or endoscope and device damage. Reduce the angle of the endoscope until the device passes smoothly." Olympus will continue to monitor complaints for this device.